Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. No unexpected insulin flow blocked alarm noted. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 and released on (B)(6) 2020. The customer¿s blood glucose at the time of hospitalization was 1200 mg/dl. The customer¿s other blood glucose was 500 mg/dl. The customer treated for high blood glucose using insulin pump and then went to the emergency room. The customer was treated with intravenous drip. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump had insulin pump error and insulin flow block alarm. The customer stated that they were not using the auto mode feature. The insulin pump will be returned for analysis.